Manufacturer narrative:
Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted. Insulin pump sensor feature and auto mode connection are working properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 34 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer stated the cannula was bent. Products will not be returning for analysis.